Event description:
Account ran pt sample and obtained erratic hemoglobin (hcg) results of 6.3 g/dl, 9.2 g/dl, and 5.1 g/dl. Account then sent pt sample to reference lab. The reference lab hgb result was 11.3 g/dl. The account stated that there was no impact to pt management.